Manufacturer narrative:
Based on the testing and evaluation of the returned device, the console was functioning within the specifications and we were unable to confirm the reported complaint. This incident was reported as the surgery was converted to a different modality due to reported device failure.

Event description:
Per the information provided, when the doctor tried to start cutting with handpiece, a priming failure message flashed on the console. Several attempts of ejecting and resetting the cartridge into console did not fix the problem. The procedure was completed by using ultrasound guided left foot plantar fascia fasciotomy instead of tenex microtip procedure.